Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿extra-large press-fit cups without screws for acetabular revision¿ by christian obenaus, md, et al, published by the journal of arthroplasty (2003), vol. 18, no. 3, pp. 271-277, was reviewed. This retrospective study reports the 4- to 6-year results of clinical and radiologic follow-up of 60 acetabular revisions using extra-large hemispherical press-fit cups without additional screw fixation from may 1992-december 1994. The implants used in the index tha were unknown. Implants used: duraloc press fit cup with polyethylene liner. Information regarding the femoral components used with these products was not provided. Results: 1 revision of the cup for implant loosening at 12 months. 1 liner infection at 3 years. This patient had an additional surgery with cup and liner revision at 4.5 years for infection. 1 liner exchange with irrigation and debridement at 5 years. 5 cases radiographically identified device migration. The migration was confirmed on progressive studies. The cups required no intervention and were stable at last follow-up. 33 cases of extraskeletal ossification- no intervention required. 1 patient who experiences moderate pain with joint movement impairment. 13 cases of moderate to severe limp requiring no intervention. Captured in this complaint: duraloc cup for loosening and migration. 2 duraloc locking rings for infection. Polyethylene liner revision for infection, a second polyethylene liner for infection (re-revision). Patient harms: infection, medical device site joint movement impairment, extraskeletal ossification, limb asymmetry, surgical intervention, medical device removal, and pain.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Investigation methods: was patient affected: yes. Device history reviewed: no. Lot trace obtained: no. Complaints database searched: yes. Product checked: no. Label checked: no. Product pulled from stock for inspection: no. A review of complaint databases was not possible as no product details were received. It should be noted that no device was returned. X-rays reviewed per wi 7915 no implant fracture or disassociation identified. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.